Event description:
It was reported that during a scheduled insertable cardiac monitor (icm) device implant procedure the icm device was not successfully implanted. Boston scientific technical services (ts) received a call from a boston scientific representative. The boston scientific representative reported that the physician attempted icm implant but could not get the icm device through the skin of the patient. Providing the physician tried to implant the device six or seven times but were unsuccessful. The physician tried making the entry bigger using the incision tool but were unsuccessful. The icm device was never successfully implanted. At this time another icm device procedure has not been scheduled. The device is expected to be returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
The completed product investigation provided the no problem detected conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. The insertable cardiac monitor (icm) device was loaded and deployed through insertion tool 10 times without failure.

Event description:
It was reported that during a scheduled insertable cardiac monitor (icm) device implant procedure the icm device was not successfully implanted. Boston scientific technical services (ts) received a call from a boston scientific representative. The boston scientific representative reported that the physician attempted icm implant but could not get the icm device through the skin of the patient. Providing the physician tried to implant the device six or seven times but were unsuccessful. The physician tried making the entry bigger using the incision tool but were unsuccessful. The icm device was never successfully implanted. At this time another icm device procedure has not been scheduled. The device has been returned for analysis. There were no additional adverse patient effects reported.